Manufacturer narrative:
.

Event description:
The following information was reported to kci by the kci representative: on (B)(6) 2013, the kci representative presented v.a.c. Therapy in-service training to staff at the home health agency. Prior to the in-service training the kci representative asked the group if any had allergies to adhesives or acrylics. The kci representative reported that the group as a whole stated no known allergies. A nurse applied v.a.c. Drape to her arm and reacted with a red rash and shortness of breath. The nurse self-administered a dosage of epinephrine. On (B)(6) 2013, the nurse confirmed that she has many allergies which require her to carry epinephrine and an inhaler. She stated that she visits an allergist regularly and did not know that she was allergic to adhesives/acrylic. The nurse stated that on (B)(6) 2013 during the in-service demonstration, she applied the v.a.c. Drape to her right forearm, and it began to itch. When she removed the v.a.c. Drape, her skin became hot, raised, and blotchy. The nurse stated that she experienced shortness of breath and utilized her inhaler and self-injected a dose of epinephrine. The nurse was transported via ambulance to the emergency room. In transport via ambulance the nurse's oxygen saturation dropped to 85% requiring that the paramedics administer a medicated breathing therapy. The paramedics also administered intravenously; benadryl, solumedrol, and a second dose of epinephrine. The nurse stated that when she arrived to the emergency room her oxygen saturation was up to 95%. She was discharged the same day. The nurse reported the issues have resolved with no residual effects or complications.